Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. Due to deformation of the elevator control lever, forceps raising angle did not meet the standard value. The objective lens, scope connector, and scope connector cover had a scratch. The adhesive on the bending section cover was detached. The scope cover had discoloration. The label on the scope connector was peeled. The control unit was deformed. Due to wear of the angle wire, the bending angle in the up/down/left/right direction did not meet the standard value. Due to damage on the charge-coupled device unit, the specified resolving power was not obtained. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, while cleaning the elevator channel on the duodenovideoscope, the wire broke, and the forceps elevator became free (separated). No patient harm reported. During the evaluation of the device, it was noted the forceps elevator had foreign material due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction the forceps elevator had foreign material due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Attempts to retrieve additional information from the customer are in progress. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the severed k-wire, the elevator did not work and cleaning under forceps elevator was insufficient resulting in the foreign material to remain in place. The event can be detected/prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) says about an infection-control risk caused by insufficient reprocessed device as below: ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ IFU (reprocessing manual): manual cleaning: ¿brush the forceps elevator shows detail of reprocessing method of forceps elevator and around forceps elevator.¿ moreover, IFU (operation manual) says ¿to check foreign material at forceps elevator during inspection prior to use in ¿inspection of the endoscope¿. IFU says to reprocess device before returning device for repair in ¿returning the endoscope for repair¿ as below: ¿thoroughly clean and high-level disinfect or sterilize the endoscope before returning it for repair. Improperly reprocessed equipment presents an infection control risk to each person who handles the endoscope within the hospital or at olympus.¿ if additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the reporter. This issue was found during the reprocessing. No procedure/patient involved.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.